Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported non-severe skin red rash irritation. Patient did seek medical attention and was prescribed benadryl, zyrtec, methylprednisolone, and clobetasol propionate 0.05%.